Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging unit powers off during use the complaint was classified based on the customer care advocates (cca) documentation. The patient claimed the alleged issue began on (B)(6) 2013 at approximately 4pm. Prior to the alleged issue occurring, the patient claimed she was experiencing symptoms of "dizziness." It is unknown how the patient manages her diabetes or what actions she took regarding her usual diabetes management routine as a result of the alleged issue. She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the subject device was not brand new. The issue remained unresolved. Replacement products were sent to the patient and subject products are pending return for investigation. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury since the patient symptoms did not correlate with lfss definition suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.

Manufacturer narrative:
Follow-up # 1 ¿ (07/31/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 6/28/2013 and 7/26/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.